Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was admitted into hospital due to hyperglycemia and diabetic ketoacidosis, on (B)(6) 2019 with blood glucose level 591 mg/dl at time of incident and treating with insulin drip at hospital. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer stated that the insulin pump¿s battery was dead and insulin pump did not responding. Customer stated that they were using auto mode feature active. Customer reports bolus wizard was programmed accurately. Customer reports basal rates were programmed accurately. Customer reports insulin pump was worn during a medical procedure. Customer stated that the time or date was correct. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. No unexpected failed battery test alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).